Event description:
Healthcare professional reported, rupture. The affected side is unknown. Healthcare professional, later reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to h6: in previous medwatch, device was not returned. And only visual analysis was performed on device. Now, full lab analysis has been performed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture. The affected side is unknown. Healthcare professional later reported left side rupture. Device has been explanted.